Event description:
It was reported the patient's scs system was explanted due to the fact he had a silver dollar sized pain area in his buttocks which the stimulation did not cover. It was reported the physician thought the area may have been due to mechanical pain which the stimulation would not cover.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as there was no complaint to be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.